Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported a falsely elevated troponin I (access® accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. The customer stated the elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated the sample was also analyzed on an alternate methodology which produced a negative result. Per laboratory procedure, samples with troponin results greater than 0.50 ng/ml, are reanalyzed. The customer retested the patient's sample on the same instrument, and a lower result, within the normal reference, was obtained. An amended report was issued to the hospital. The customer noted quality control (qc) and system check passed within specifications at the time of the event. The patient's samples were collected in becton dickinson lithium heparin plasma tubes. No sample integrity issues were noted, and no system errors were observed on the event log. The instrument was in normal operation.